Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found broken and experiencing leakage during use. The following has been provided by the initial reporter: the bd indwelling needle adapter had the mark of crack, and was not too closely connected with the infusion device, and leakage occurred.

Manufacturer narrative:
H.6. Investigation summary since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found broken and experiencing leakage during use. The following has been provided by the initial reporter: the bd indwelling needle adapter had the mark of crack, and was not too closely connected with the infusion device, and leakage occurred.